Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Patient attempted to change pump supplies without disconnecting or rewinding the ilet cartridge plunger, forcing in a new cartridge and over-delivering insulin. The patient¿s blood glucose dropped, they lost consciousness, and ems administered IV treatment and glucagon before hospital admission for two days. The patient is currently on mdi backup therapy until follow-up with their hcp.